Event description:
It was reported that, after a primary right knee reconstruction had been performed on (B)(6) 2016, the patient experienced persistent pain going up and down steps. He felt like the parts were loose, in addition with muscle , ligaments and related tissue damage and the knee been puffy and swollen. Patient has been diagnosed with avn(avascular necrosis). X-ray images showed that there was a vertical nondisplaced fracture of the patella with loosening and migration of the patella button proximally. A revision surgery was performed on 12-jan-2021 to treat this adverse event. During revision surgery, the patellar button was removed and the area around the patella was debrided. The central aspect of the patella was eroded consistent with avascular necrosis. There is no report that a new patellar prosthesis were implanted in exchange; which was previously considered by the surgeon because of the patellar fracture. D the patient reports that his general outcome has not been positive, and that he continues to experience pain in the right knee, as what he feels and experience on a daily basis related to the functionality is completely different from the final outcome of the left knee reconstruction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the loosening was confirmed. The clinical / medical investigation concluded that, the provided copies of x-ray images show progressive patellar deterioration with a clearly defined fractured patella (dated sept.2020) and support the complaint. Based on the documentation provided, the root cause of the reported event was mechanical loosening of patella button and fracture possibly secondary to avn. It is unknown if the wound dehiscence post-primary tka could have contributed to the event as the requested micro/pathology results were not provided; however, it was noted that the patient experienced persistent swelling and pain after the right tka. The patient impact beyond the reported symptoms and imaging studies could not be determined, as the patient outcome remains unknown at this time. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: given the nature of the incident, the device, used in treatment, was not returned for evaluation but the images were reviewed, and the loosening was confirmed. The clinical / medical investigation concluded that, based on the documentation provided, the root cause of the reported event was mechanical loosening of patella button after the patient fractured his right patella per the note (B)(6) 2020). The revision op-note findings also support the presence of avascular necrosis as well as prior imaging; therefore, the avascular necrosis could not be ruled out as a contributing factor to the patellar fracture. It is unknown if the wound dehiscence post-primary tka could have contributed to the event; however, it was noted that the patient experienced persistent swelling and pain after the right tka. The assessed patient impact was the reported symptoms and ¿revision¿ (debridement, patella button removal, refresh cuts). Review of the pt notes revealed the patient has reported several falls, swelling, continued irritation/pain with step-down exercises, and per pt notes (B)(6) 2021), ¿the patient has a laterally sitting patella with lateral tilt and severe restriction in medial glide¿. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a primary right knee reconstruction had been performed on (B)(6) 2016, the patient experienced persistent pain going up and down steps. He felt like the parts were loose, in addition with muscle , ligaments and related tissue damage and the knee been puffy and swollen. Patient has been diagnosed with avn(avascular necrosis). X-ray images showed that there was a vertical nondisplaced fracture of the patella with loosening and migration of the patella button proximally. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. During revision surgery, the patellar button was removed and the area around the patella was debrided. The central aspect of the patella was eroded consistent with avascular necrosis. There is no report that a new patellar prosthesis were implanted in exchange; which was previously considered by the surgeon because of the patellar fracture. D the patient reports that his general outcome has not been positive, and that he continues to experience pain in the right knee, as what he feels and experience on a daily basis related to the functionality is completely different from the final outcome of the left knee reconstruction.

Event description:
It was reported that patient is experiencing pain going up and down steps. He feels lie the parts are loose, additionally, patient is presenting muscle , ligaments and related tissue damaged and was also diagnosed with avn(avascular necrosis). Knee has been puffy and swollen for years. It is not known how the issue was resolved.